Event description:
A caller reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. Technical support instructed the caller on how to press the button and confirmed that the pump could turn on, though the issue persisted. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin delivery.